Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of four reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot number gd880757 with no defects noted during batch review that could be associated with the reported condition. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter contacted the caregiver (cg) regarding an unrelated alarm. The cg stated that peritoneal dialysis(pd) had been discontinued on the homepatient(hp) as he was diagnosed with peritonitis in (B)(6) 2011. On (B)(6) 2011, baxter spoke to the peritoneal dialysis nurse (pdrn) who stated that the hp also had the pd catheter removed in (B)(6) 2011 and was placed on hemodialysis. The outcome of the peritonitis was unknown. A causality statement was not given, but the pdrn stated that the baxter devices or solutions were not related.